Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined as the device was not returned to olympus for evaluation.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
A demo angled handpiece was used in an endoscopic spine surgery procedure. The device however, had an occasional bending at the base of the cable and had intermittent output. The intended procedure was completed using a straight handpiece with no patient harm or injury was reported.